Event description:
This lead was implanted on (B)(6) 1996 and still in active implant. This has possible issues but has not been determined yet. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).